Event description:
On (B)(6) 2017, the lay-user/patient¿s wife contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra2 meter read inaccurately high compared to another device. The complaint was classified based on the customer service representative (csr). The reporter stated that on (B)(6) 2017 at 7:00 am, the patient developed symptoms feeling ¿dizzy, weak and could not walk.¿ the patient manages his diabetes with insulin (self-adjuster). In response to the symptoms, the reporter claimed the patient tested his blood glucose with the subject meter and obtained a result of ¿120 mg/dl¿. The reporter claimed the patient proceeded to the emergency room (ER) at 8:00 am where a result of ¿54 mg/dl¿ was obtained on the ER device. The tests were performed within 30 minutes of each other. The reporter claimed the patient was treated at the emergency room with glucose tablets. During troubleshooting, the csr confirmed the unit of measure was set correctly on the subject meter. The csr documented that an approved sample site was used for testing and that the correct testing process was being followed. The csr confirmed the test strip vial was intact and that the test strips were in good condition. The csr noted the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical treatment for an acute low blood glucose excursion while using the product. The alleged meter issue could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.